Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified the threads on one of the anchors have fractured off. Product was sent for further analysis. Shear ductile overload dimples were identified in multiple areas on the fracture surface suggesting the screw anchor was fractured due to shear ductile overload mode. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after the surgeon has implanted the implant and was verifying the insertion the surgeon observed that the edges of the implant fractured. The surgeon was able to remove the fractured edges and attempted to implant a second time but was unable to implant the implant. A second implant was used successfully. Multiple attempts have been made to obtain additional information; no response has been received.

Manufacturer narrative:
(B)(4). G2: foreign: colombia. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.